Manufacturer narrative:
(B)(4). Date sent: 7/09/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60l, with lot number a9707p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not be opened after triggering a row of staple seams. Retraction of the blade via the home button did not function. The emergency lever was used and the knife was manually retracted which allowed the device to be opened. The staple line remained intact. There were no patient consequences and no significant delay reported. No additional information provided.